Event description:
The customer reported that the insulin pump alarmed button error. Blood glucose value was 143 mg/dl. The insulin pump was replaced and customer returned the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.